Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Because a revision surgery was reported, the complaint is confirmed. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, or pictures were provided. Three follow up attempts were made for additional information including the identity of the products being removed, however, no additional information was obtained. The dhrs could not be reviewed for these parts due to the lot number being unknown. There are no indications of manufacturing defects. For all non-custom tmj mandibular implants in the previous one year (from the notification date) involving poor fit, there is a complaint rate of 0.149%, which is no greater than the occurrence listed in the afmea. For all non-custom tmj fossa implants in the previous one year (from the notification date) involving poor fit, there is a complaint rate of 0.143%, which is no greater than the occurrence listed in the afmea. For all non-custom tmj mandibular implants in the previous one year (from the notification date) involving malocclusion, there is a complaint rate of 0.446%, which is no greater than the occurrence listed in the afmea. For all non-custom tmj fossa implants in the previous one year (from the notification date) involving malocclusion, there is a complaint rate of 0.477%, which is no greater than the occurrence listed in the afmea. For all non-custom tmj mandibular implants in the previous one year (from the notification date) involving pain leading to a revision surgery, there is a complaint rate of 0.446%, which is no greater than the occurrence listed in the afmea. For all non-custom tmj fossa implants in the previous one year (from the notification date) involving pain leading to a revision surgery, there is a complaint rate of 0.477%, which is no greater than the occurrence listed in the afmea. The most likely underlying cause of the complaint is poor fit due to patient anatomy. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report b5 describe event or problem d10 device availability g4 date received by manufacturer g7 type of report h2 follow up type h3 device evaluated by manufacturer h6 method code h6 results code h6 conclusions code h10 additional narratives/data.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The device was originally implanted in 2018. Concomitant medical products ¿ unknown screws, part# unknown, lot# unknown. The user facility is foreign; therefore a facility medwatch report will not be available. Report source ¿ (B)(6).

Event description:
It was reported the patient will undergo a bilateral revision of temporomandibular joint prostheses due to malocclusion, asymmetry and pain. The patient will be implanted with a custom made device at an unspecified date. No additional patient consequences have been reported.